Event description:
Pt recently discharged from hospital after surgical aortic aneurysm repair. Pt became unresponsive and pt death occurred. Customer did not believe it has anything to do with dialog + machine but requested operational check of machine be performed. Additional information provided by the administrator of the facility indicated that the cause of death was a ruptured aortic artery.

Manufacturer narrative:
It has been determined that the cause of the patient's death was a ruptured aortic aneurysm and the therapy was not related to the patient's death. As a preliminary measure, as requested by the customer, the machine was inspected by b. Braun service engineer. It was confirmed that the machine functions normally. The machine has been placed back into service and is functioning without any problems.